Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to a leak in the tubing. There were no complications and the patient was good following the procedure.